Event description:
In 2008, the pt's mother reported the pt replaces his insulin infusion set tubing every 3 days because the tubing is breaking at the luer lock connection. She stated she first noticed this 6 months ago. She said the pt does not play sports and is not rough on his insulin infusion device (competitor product). No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.